Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was placed in the rv outflow tract and fixed. When carrying out the electrical measurements it was observed that the rv lead had moved from the starting position. During attempt to retract the rv lead tip, it was noted that the tip was locked in the middle of the route. The rv lead was removed, cleaned and tested on the operating table as manual, and found that tip screw-in was damaged. During the placement the physician tried to retract the screw-in without using the stylet. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix fully retracted and the drive shaft lug stuck behind the retraction stop. No further helix function possible. If information is provided in the future, a supplemental report will be issued.